Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in ventricular tachycardia (vt) and symptomatic, with lead integrity alert (lia) triggered due to sensing integrity counter (sic) and high rate non-sustained episodes. Oversensing was noted on all viewable episodes. It was also noted that the physician determined it was not a lead issue but sensing parts of the patient's ventricular arrhythmia. The lead was programmed off. No further patient complications have been reported as a result of this event.